Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, a crease fold. A leak test was performed and found an opening on the anterior and radius side. A microscopic analysis was performed which identified a crease smooth opening on the anterior. And identified a striated edged opening, consistent with the use of a surgical tool. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior due to a fold flaw opening, and a striated edge opening on radius side due to surgical damage. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.